Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical histo

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2018-07213. It was reported the patient was no longer receiving effective stimulation because the leads had migrated. The patient underwent surgical intervention on (B)(6) 2018 where the 2 leads were removed and replaced. Postoperatively, the patient is receiving effective stimulation.

Manufacturer narrative:
Patient's date of birth has been corrected to the correct patient. Device lot number and expiration date correction to the correct product.